Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt said that they sometimes, not very often, turn their simulation off at night because their stimulation will irritate them and they feel "zapping". Pt said that they typically use their therapy 24 hours a day 7 days a week and sometimes they get anxiety and the "zapping" feeling and when they do they will turn the simulation off at night. Pt said they have experienced this since implant. Pt said that their doctor told them that sometimes patients will feel this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.